Event description:
The customer questioned inr results for 5 patients tested on a coaguchek xs pro meter with an unknown serial number. The customer only provided discrepant inr results for 1 patient compared to the stago laboratory method. The patient was tested on the meter at 9:36 a.m. With a result of 3.7 inr. The result from the laboratory at 10:20 a.m. Was 2.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. No treatment was required. The patient is in stable condition. The customer's qc have been within range. The patient has been eating less vitamin k. The meter and test strips were requested for investigation. The test strips were returned; the meter was not. The returned test strips were measured with the retention meter with liquid qc of a high level: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.